Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad buttons were found to be responding appropriately and springing back normally. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
A family member reported that the buttons were unresponsive after rebooting the pump. The pump keypad was reportedly not responding to confirm the verify screen. The family member confirmed that the keypad was not torn or peeling and the buttons had a normal click and spring normally. The patient reportedly wore the pump in a pocket and did not clean the pump.